Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing increased recharged burden. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced.